Event description:
It was reported by service report that the footboard controls were missing leaving exposed sharp edges, and both siderail controls were not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: inoperable siderails and footboard missing all controls and exposing sharp edges. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.